Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not powering on was confirmed via product testing. The heartmate system monitor serial #: (B)(4) was returned for analysis and serviced on 27aug2021 via work order #: (B)(4). During testing the system monitor was not able to power on. It was determined that the main pcba was not functional. The main pcba was exchanged with another and the unit was able to function as intended. The system monitor was functionally tested after the servicing and was able to pass all testing. The system monitor was returned to the customer. The main pcba and housing were forwarded to the abbott product performance engineering (ppe) lab for further analysis. The system monitor pcb was placed in a test fixture for testing. The system monitor did not initially boot up upon turning on the power, confirming the reported event. The system monitor pcb was removed from the test housing and placed in the system again to confirm the reported issue again; however, after the board was placed in the testing unit, the system monitor was able to power on as intended and able to display information on the screen. The components on the board were inspected for loose connections, however no issues were found. The initially observed issue was not able to be reproduced further and the system monitor functioned as intended. The root cause of the damage was unable to be determined. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on 04sept2012. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ addresses how to properly set up and interact with the user interface of the system monitor. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the monitory would not power on. The unit was sent in for a quote on repair. No additional information was provided.